Event description:
Customer's wife called to report the death. Caller stated that customer died of lung cancer. Customer was wearing the insulin pump at the time of death. The last blood glucose reading was 267 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.